Manufacturer narrative:
An evaluation was performed for kangaroo joey pump for the reported condition of rate of infusion is incorrect. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 01/30/2017. This complaint was originally filed under report #3006451981-2016-00312. The complaint associated with the original report number was inadvertently voided from our system; therefore, a new complaint has been created with this report to replace 3006451981-2016-00312.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports that the rate of infusion is incorrect. Several attempts were made to obtain additional information with no response.